Event description:
Info rec'd indicates the head section is stuck in the raised position.

Manufacturer narrative:
The technician found the bed had no head up or down functions. He used the CPR to lower the head but once it was lowered the head would not go back up. He isolated the issued to the short and long link sensors. He replaced the sensors to repair the bed.